Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed to open. The field service engineer (fse) collaborated with the pharmacist to inspect both the main and auxiliary units for any failures and ensured that all cubie pockets were communicating properly with the all-in-one system. No defects were found. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubic was not opening when trying to give medication to the patients. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.